Manufacturer narrative:
.

Event description:
The customer reported the device will not turn on when battery is plugged in with no ac power. The ac light still shows, and when the battery is pulled there is a red x and chirp. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).